Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had wound dehiscence. The patient was treated with oral antibiotics. There were no additional adverse patient effects reported. The ICD remains in service.